Event description:
It was reported that the cine function was not operating properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.